Event description:
The patient independently entered a pre-market clinical trial for artificial spinal discs at a different hospital. Approximately, 18 months ago the patient had an artificial disc placed for a c5-6 foramina stenosis. Recently, patient developed severe pain down their right shoulder and arm. Myelogram cat scan shows that the patient also developed a mass effect behind the artificial cervical disc which implied loosening. Also seen was some type of granulation tissue posterior to the disc. The surgeon decided to remove the failed artificial disc, remove the anterior inflammatory mass, and decompress the spinal cord and fuse c5-6. In surgery, the surgeon noted that the inflammatory mass was nearly a cm thick and spanned from the top of c5 to the bottom of c6. Additionally, inflammatory tissue was noted on the spinal cord. As the surgeon came onto the artificial disc, there was a marked amount of small metal shavings right within the cervical disc. The artificial disc was removed and sent to pathology. Fusion surgery continued without complication.